Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Patient was revised to address loosening in the tibial component. Loosening occurred in cement to implant interface and cement manufacturer is unknown. Tibial insert was also changed. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 aug 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 31-oct-2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.